Event description:
I had breast implants put in at (B)(6); 10 yrs later I am bed ridden slowly dying and can't afford to have them removed. Joint damage, joint inflammation, extremely high numbers, hair loss, arthritis, and the list goes on. FDA safety report ID# (B)(4).